Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20021. It was reported the patient experienced ineffective and inconsistent stimulation following the permanent scs device implant. A sjm representative tried reprogramming to no avail. Surgical intervention will be taken at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20021.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20021.

Manufacturer narrative:
Result - complaint was not confirmed for ¿ineffective stimulation.¿ as received, both the octrodes were complete and passed continuity testing and resistance measurement. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.